Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the solid state rf preamp to resolve the issue. (B)(4).

Event description:
Customer reported the latron volume was running low on controls when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the solid state rf preamp and resolved the issue. The part was returned for further evaluation. The return part passed porterville box test with no problems found. Customer complaint could not be duplicated. Therefore, the return part did not support the previous conclusion that the part was defective. The root cause of the reported issue is unknown.